Event description:
The customer reported that they were attempting to prime the insulin pump when it alarmed a no delivery alarm. The caller's blood glucose at the time of the phone call was 155 mg/dl. Troubleshooting was performed. The caller stated that insulin did not exit the tubing. The caller stated that they did not have another infusion set for testing. The customer was advised to change the entire infusion set system as soon as possible. The caller was advised to return the infusion set and the reservoir for testing. The customer agreed to return the requested products. Replacement will be shipped.

Event description:
The customer reported that they were attempting to prime the insulin pump when it alarmed a no delivery alarm. The caller's blood glucose at the time of the phone call was 155 mg/dl. Troubleshooting was performed. The caller stated that insulin did not exit the tubing. The caller stated that they did not have another infusion set for testing. The customer was advised to change the entire infusion set system as soon as possible. The caller was advised to return the infusion set and the reservoir for testing. The customer agreed to return the requested products. Replacement will be shipped.

Manufacturer narrative:
This information is provided in response to your request dated may 28, 2015 for additional information.